Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue. Physio-control has recommended the replacement of the therapy pcb assembly. The device has not been returned to physio-control for evaluation.

Event description:
It was reported that the customer's device had its service indicator illuminated and logged a potentially critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.